Event description:
It was reported that during a coronary stent procedure, a stent was successfully deployed and post dilated. The adante catheter was advanced through a side branch and dilated. The balloon became caught on the stent while being removed from the side branch. The catheter shaft separated and remained in the pt. The pt went to surgery for removal. Pt status is listed as "okay".